Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We examined our loan sets (6) and found many had this debris. (B)(4). Six sets. We examined our loan sets (6) and found many had this debris, these have all been cleaned and remain in circulation. They are now inspected when they return to our facility, and none have been found to have further debris build up.

Manufacturer narrative:
(B)(4). The affected devices were not returned for analysis. The information provided was evaluated. A field safety action was initiated to address this issue. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The issue will be monitored through post market surveillance reviews. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The affected devices were not returned for analysis. The information provided was evaluated. A field safety action was initiated to address this issue. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The issue will be monitored through post market surveillance reviews. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.